Event description:
It was reported by the patient that the device was defective, that the patient's heart rate was in the 30's and the device gave no warning. The patient went to the emergency room. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer (devices only). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.